Manufacturer narrative:
A ge oec service representative investigated the issue and found the isolation input voltages were not within specification. The isolation transformer was re-strapped to proper line voltage. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to shutdown during procedures.